Event description:
It was reported that the device was broke off into the patient. After some struggle, the surgeon retrieved the broken drill tip. The procedure was completed with a backup device with no delay or patient injury reported.

Manufacturer narrative:
One 4.5mm cannulated endoscopic drill bit was returned for evaluation. Visual assessment of the drill confirmed the reported complaint of breakage. The entire drill head has broken off and was not returned. The break area is splayed. The condition of the drill indicates it came in contact with the passing pin during drilling. Attempting to drill over a bent passing pin would require the use of excessive force. Excessive forces applied to the instrument can result in failure.